Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer would like to know why a bulb inflator was not included in the rectal catheter. What good is the item if they could not inflate or deflate the balloon. They used to sell this item years ago with the bulb inflator. Perhaps they could tell how to inflate and deflate the balloon on this rectal catheter. They would purchase if it had the bulb inflator.

Event description:
It was reported that customer would like to know why a bulb inflator was not included in the rectal catheter. What good is the item if they could not inflate or deflate the balloon. They used to sell this item years ago with the bulb inflator. Perhaps they could tell how to inflate and deflate the balloon on this rectal catheter. They would purchase if it had the bulb inflator.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.